Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. Subsequently, the lead was explanted and replaced with a different shape lv lead was successfully. There were no adverse patient effects reported other than the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. Subsequently, the lead was explanted and replaced with a different shape lv lead was successfully. There were no adverse patient effects reported other than the revision procedure.